Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the bolus history shows a 3.85 unit normal bolus was programmed and delivered at (B)(4) 2012 at 10:53am. Alarms and warnings indicating typical pump use were observed in the pump's histories. The pump was exercised for 24 hours with no unprogrammed boluses occurring during testing. Visual inspection revealed that the keypad rubber was intact. All keypad buttons were tested and found to be responding normally. There were no hypersensitive buttons observed during investigation. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
According to the patient's father/reporter, the patient had low blood glucose reading of 62 mg/dl at 10:58 am on (B)(6) 2012 after he received an un-programmed bolus dosage of 3.85 units. The patient felt shaking and had blurred vision. The patient drank 8 grams of juice at the time of concern. When he got home at 1:05 pm, his blood glucose reading was 140 mg/dl. During troubleshooting, the reporter verified the date and time was set correctly. There was no product misuse. The alleged issue was not resolved with training. The animas product was requested back for investigation. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the patient received an un-programmed bolus dosage via the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).